Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that unk vdw file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation results: DHR performed, no fault was found. Trend is observed monthly during psc and no trend has been identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Device received for this event is being corrected from unk vdw catalog # unk vdw to c-pilot files cc+ sterile catalog # v040368025010. This is a follow up report for this corrected information.